Event description:
Additional information was received that the patient experienced dizziness as a result of the loss of capture. The duration of asystole was not known. No further adverse patient effects were reported.

Event description:
Boston scientific received information that the physician was unable to end a threshold test immediately, and indicated that the physician had to push on the programmer screen several times to end the test. The patient did experience loss of capture for greater than 2 seconds. No further adverse patient effects were reported. The programmer was returned for repairs and remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The touch screen was dented and was not working properly. The display bezel was also cracked. Laboratory analysis was able to confirm the allegation. The programmer was repaired.